Event description:
It was reported, pt had headaches and fainted. Pt suspected the leads moved when she fell. Pt had a viral infection and then headaches started. It was noted that when pt laid on her left side at night she experienced shocks. The pt was hospitalized. Pt redirected to physician for evaluation. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4)